Manufacturer narrative:
Block f10, h6: problem code 1069 captures the reportable event of guide catheter broke. Block h10: a visual evaluation was performed on the returned device. The pull wire was fully retracted until point of no return. A guidewire was returned placed on the delivery system. The pull wire was kinked/bent in several locations, the pull wire cap was detached from the pull wire and it was not returned with the device. The distal section of the push catheter was kinked/bent in several locations. The push catheter was cut in order to inspect the internal components and it was noticed that the guide catheter was detached from the delivery system and it was not returned for analysis, also the coating of the guidewire was damaged. Based on the product analysis, most likely some procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device and its integrity. Patient anatomy and customer maneuvering during the use of the device can lead to kink the push catheter and pull wire. Once the push catheter and pull wire are kinked, this condition can cause resistance at the moment to retract the pull wire/guide catheter which can lead to issues to deploy the stent, continued attempts to deploy the stent or force applied retracting the pull wire in order to release the stent can result in pull wire cap and guide catheter detachment due to friction between the components at kinked areas. Additionally the coating damage on guidewire would impede to remove the guidewire from the delivery system. Therefore, 'adverse event related to procedure' is selected as the most probable root cause for the complaint. A a review of the device history record (DHR) was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a naviflex delivery system was used during an endoscopic retrograde cholangiopancreatography procedure in the gallbladder, performed on (B)(6) 2019. According to the complainant, during the procedure, when the physician deployed the stent, there was resistance in pulling the guide catheter. A kelly clamp was used to continue pulling the guide catheter and it was noticed that the guide catheter broke inside the patient. The piece of the broken guide catheter was retrieved using a grasping forceps and the stent was successfully deployed. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Expiration date: 7/31/2021. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a naviflex delivery system was used during an endoscopic retrograde cholangiopancreatography procedure in the gallbladder, performed on (B)(6) 2019. According to the complainant, during the procedure, when the physician deployed the stent, there was resistance in pulling the guide catheter. A kelly clamp was used to continue pulling the guide catheter and it was noticed that the guide catheter broke inside the patient. The piece of the broken guide catheter was retrieved using a grasping forceps and the stent was successfully deployed. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.